Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was not provided. Whether the outcome was device or therapy related, and the device parameters were within normal limits were reported as no/unknown. An autopsy was not performed, and the device was not be explanted.

Event description:
It was reported that the patient had a strong history of ventricular tachycardia (vt) and was known to have left ventricular (lv), pulmonary artery (pa), and right atrial (ra) thrombi at the time of left ventricular assist device (lvad) implantation. All thrombi were removed during the procedure. The patient was admitted with vt storm and placed on venoarterial extracorporeal membrane oxygenation (va-ECMO). He subsequently underwent emergent lvad placement, right ventricular assist device (rvad) placement, va-ECMO decannulation, and patent foramen ovale (pfo) closure. Post-operatively, the patient exhibited purposeful movement only in the left upper and lower extremities when sedation was weaned. Head computed tomography (CT) revealed moderate acute infarcts in the left middle cerebral artery (mca) and left posterior cerebral artery (pca) territories, with no hemorrhagic conversion. Additional findings included a subacute or chronic left thalamic lacunar infarct, occlusion of the proximal right intracranial vertebral artery, complete occlusion of the left common carotid artery, and moderate stenosis of the proximal cervical right vertebral artery. The patient experienced another vt episode on (B)(6) 2025 requiring multiple shocks and escalating support. With ongoing right ventricular failure, multiple strokes, and multi-limb ischemia, the family elected to withdraw support. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, cardiac arrhythmia, right heart failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.